Manufacturer narrative:
Part 03.130.225, lot 2l99995: manufacturing site: (B)(4). Release to warehouse date: april 29, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the visual inspection of the received device showed that the 1.1 mm drill sleeve component was bent and red color epoxy marking was missing on one side. Additionally, scratches and nicks were observed on the device. No other visual damages were observed on the device. The dimensional inspection was performed near the bent location; the dimensions were conforming. The drawings reflecting the current and manufactured revisions were reviewed. No design issues or discrepancies were identified. The complaint was confirmed for the received device as a component in the device was bent. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The visual inspection of the received device showed that the 1.1 mm drill sleeve component was bent and red color epoxy marking was missing on one side. Additionally, scratches and nicks were observed on the device. No other visual damages were observed on the device. This report is for a drill sleeve. This is report 4 of 4 for (B)(4).